Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported receiving a stuck button alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform self-test and displacement test due to keypad anomaly. Pump received with no response from any buttons, problem isolated to the keypad assembly. Unit successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2024 00:24:10.000 in pump downloaded history. The j1 connector on pcb1 was locked properly during visual inspection. The keypad traces and electronic assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage, corroded battery tube, and corroded home switch. Keypad/buttons did not function properly during analysis. Unresponsive keypad was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.